Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) exhibited a red call doctor icon on the patients home monitoring system. The patient reported the communicator exhibited the red call doctor icon to their following clinic whom then referred the patient to technical services. Technical services worked with the patient through several troubleshooting options, but ultimately the connection issue was unresolved. Technical services sent a new communicator to the patient. The ICD remains in service at this time. No adverse patient effects were reported.